Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 11/21/2022 reporting contaminant on suction tubing of sterile deroyal vascular pack, noted on the suction tubing found inside the sterile pack. A supplier corrective action request (scar) was issued to the tubing supplier amsino international, inc. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Contaminant on suction tubing of sterile deroyal vascular pack, noted on the suction tubing found inside the sterile pack.

Manufacturer narrative:
A sample of the tubing was not provided to deroyal for evaluation. A supplier corrective action request (scar) was issued to the tubing supplier amsino international, inc. Root cause: was determined to be unknown by the supplier amsino international, inc. As specific defective samples were not obtained. It was impossible to determine what the substance was, and in which link the substance was produced. Potential root cause determined by amsino: the reason why the bad samples entered the market is that we did not find the bad samples in time and pick them out. There may be some material on it due to negligence of employees in the production process, but there is no such material in our production environment. The following corrective and preventive actions have taken place by amsino: relevant quality personnel and production personnel have been trained, and the subsequent production process is required to increase the sampling amount for inspection, and the appearance of packaging products is also required to be inspected. We checked the retention samples, the inventory, and the products under production, and found no such problems. Strengthen the appearance inspection of the products to 100% inspection, packaging needs to check the appearance before packaging. The inspection of the other types of products has also been strengthened, and packaging can only be carried out after 100% complete inspection. Production records were reviewed, and no issues were found. An inventory check of the tubing was made by deroyal, a total of (B)(4) of the 5-3279 tubing was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.